Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he has had unexplained high blood glucose episodes. His blood glucose at the time of incident was 500 mg/dl, and at the time of call it was 407 mg/dl. The customer stated that he felt okay and that he treated his blood glucose with manual insulin injections. Troubleshooting was initiated for the high blood glucose events and the customer confirmed that his pump had alarmed with no delivery at some point since the hyperglycemia issues began. The customer declined to perform a high pressure test, and he was advised to change his entire infusion set, reservoir, and insulin and treat per health care provider's instructions. No products were returned or shipped.